Event description:
Consumer alleged that when he was going up on the ramp with the chair that all the lights started flashing and it would not move anywhere. He stated that he had to turn it off and turn it back on to go anywhere.